Manufacturer narrative:
A ge service representative performed an on site investigation. System was evaluated as requested. Adjustments made to the image intensifier (ii) sizing and focus. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there were questions associated with the 9800 systems performance. A request was made, by the customer, for the system to be checked out. There was no report of patient injury.